Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. There was no reported impact to customer's blood glucose level. Customer declined to troubleshooting with tandem technical support and to provide any additional information.